Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
When the surgeon started using the reported suction electrode in the joint, the electrode sparked to a clearly large extent. He took it out of the joint. He stepped on the foot switch. He looked the electrode in his eyes and confirmed that abnormal sparks were generated. So, he stopped using it any further. He used another new suction electrode and completed the surgery. With this new electrode, he did not recognize such suspicious sparks. It was brand new and the first use when the issue occurred. There was no harm to the patient. The backup device was used to complete the case. Additional information received via email from the affiliate on 12-22-16: nothing fell in the patient, there were no delays, the device was new.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
When the surgeon started using the reported suction electrode in the joint, the electrode sparked to a clearly large extent. He took it out of the joint. He stepped on the foot switch. He looked the electrode in his eyes and confirmed that abnormal sparks were generated. So, he stopped using it any further. He used another new suction electrode and completed the surgery. With this new electrode, he did not recognize such suspicious sparks. It was brand new and the first use when the issue occurred. There was no harm to the patient. The backup device was used to complete the case. Additional information received via email from the affiliate on 12-22-16: nothing fell in the patient; there were no delays; the device was new.

Manufacturer narrative:
The complaint device was received and evaluated. The device was visually inspected. The active tip shows signs of activation. There are signs of melting on the manifold between 3-8 o'clock positions of the tip. Functional testing could not be carried out due to device condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A manufacturer CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 similar and 1 dissimilar complaint from this lot of devices that were released to distribution. Corrective actions to be identified through the supplier CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
When the surgeon started using the reported suction electrode in the joint, the electrode sparked to a clearly large extent. He took it out of the joint. He stepped on the foot switch. He looked the electrode in his eyes and confirmed that abnormal sparks were generated. So, he stopped using it any further. He used another new suction electrode and completed the surgery. With this new electrode, he did not recognize such suspicious sparks. It was brand new and the first use when the issue occurred. There was no harm to the patient. The backup device was used to complete the case. Additional information received via email from the affiliate on 12-22-16: nothing fell in the patient. There were no delays. The device was new.